Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported through review of medical article "dissection of the left common carotid artery during tavi procedure successful treated by surgical intervention", corresponding author/s dr. Damian hudziak et al. The following event was identified as pertaining to an edwards device: during a left common carotid artery tavr procedure with a 26mm sapien 3 ultra valve, the sheath was unintentionally retracted from ascending aorta above the calcified ostial lesion of left common coronary artery during insertion of the delivery system. The unsheathed valve was blocked between the entrance to the aortic arch and the esheath in the left common coronary artery. It was not possible to pass the system to the ascending aorta or resheath it, so the delivery system and sheath were removed as a unit. A new esheath was introduced into the ascending aorta and the 26mm sapien 3 ultra valve was implanted without any problems. A follow-up transthoracic echo showed good function of the prosthesis. An arteriography was also done and showed a dissection of the left common carotid artery caused by the valve being retracted without the protection of esheath. The dissection was surgically revised by skin incision. The carotid artery was also ruptured with massive bleeding. After carotid artery clamping and opening, a tear in the intima was observed with a flap that blocked the lumen of the vessel proximally to the entry site. The dissected part was surgically replaced with an intergard 8f vascular prosthesis. Postprocedural angiography showed a good results. The patient needed 2 units of blood transfusion. After 6 days the patient was discharged home.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: left common carotid artery (lcca) calcified at the ostium with aorta. Undersized vessel at the lcca (it should be greater than or equal to 5.5mm for a 14f esheath). Dissection of the left common carotid artery after tavi procedure. The reported event for unable to track system through anatomy and difficulty to withdraw system with valve through sheath were confirmed empirically per review of the provided article. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Due to the unavailability of the device's lot number, a review of the DHR and lot history were unable to be performed. Per the training manual, it is indicated to avoid using if the vessels are too small for the commander system (<5.5mm or <6.0mm). Additionally, it indicated to "ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the sheath", and "insert sheath with edwards logo facing upward until sheath tip is 1-2cm in the ascending aorta to protect the aorta during valve insertion". In this case, the sheath was unintentionally retracted from the ascending aorta above the calcified ostial lesion of lcca. As there was improper placement of the sheath when advancing the thv, it is likely that the thv was susceptible to catching on to patient vasculature and unable to advance past the patient's calcified and undersized access vessels. On the other hand, review of the provided imagery indicated undersized insertion vessels and presence of calcification. As such, it is possible that the patient factors contributed to the tracking and withdrawal difficulties noted. Obstructive calcification, in addition to an undersized vessel, can reduce the vessel lumen diameter and may increase restriction and friction, preventing the advancement of the delivery system, and may have also contributed to withdrawal difficulties by making the crimped thv more likely to catch onto the patient's vasculature and/or sheath's tip during withdrawal attempts. As such, available information suggests patient factors (calcification, undersized vessels) and/or procedural factors (improper placement of the sheath) may have contributed to the tracking inability; while patient factors (calcification, undersized vessels) and/or procedural factors (withdrawal of crimped valve) may have contributed to the withdrawal difficulties. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required